Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 20-30s mg/dl. Cause was not known. Customer could not recall the specific date. Customer treated with glucose shot, juice and intravenous fluids. Treatment resolved the issue and there was no permanent damage. Customer was released the same day. Recommendation was made to consult with a healthcare provider to discuss diabetes management.